Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a refractive error. The patient's vision was not clear. There was no report of a vitrectomy, incision enlargement, or sutures being required. The device has been discarded and not available for return. Another johnson & johnson lens, model diu150 14.5 diopter was implanted as a replacement. Outcome did not significantly interfere with activities of daily life. The patient has recovered. No other information was provided.